Event description:
It was reported that the 2600 system had an error code displayed at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital technician re-seated the boards in the cart during the service call. The system was found to be working as intended and put back into service.